Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is scheduled for a revision due to an unknown reason following a hip arthroplasty.

Manufacturer narrative:
Insufficient information was provided to perform a compatibility check. Surgical notes were not provided. It could not be confirmed if the devices were used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusion or information, a supplemental will be filled accordingly, zimmer biomet will continue to monitor trends.